Manufacturer narrative:
Device passed the displacement test, sleep current measurement and active current measurement. All currents within specific range. Device was monitored and no unexpected power loss alarm noted during testing. Device was received with a cracked case (battery tube), and broken battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump did not turned off or shut down on him . No harm requiring medical intervention was reported. The customer was not able to troubleshooting for the insulin pump to power down since it happened over 3 weeks ago. The device will be returned for analysis.